Event description:
It was reported that there was a revision for glenosphere disassociated due to central screw not being seated properly at primary operation. No additional patient consequences were reported. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). Report source: foreign: australia. It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up report will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Further review of the event determined that the glenosphere dislocated secondary to the central screw not being seated properly at the primary operation. This event will be investigated under medwatch: 0001825034-2022-01846. This report will be considered not reportable. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
D10: cr vivacit-e 36mm brng std cat: 110031424 lot: 64653572. Comp lk scr 3.5hex 4.75x30 st cat: 180553 lot: 453310. Comp primary stem 11mm mini cat: 113631 lot: 678550. Comp rvrs shldr glnsp std 36mm cat: 115310 lot: 400310. Comp lk scr 3.5hex 4.75x25 st cat: 180552 lot: 265340. Comp lk scr 3.5hex 4.75x15 st cat: 180550 lot: 553390. Comp lk scr 3.5hex 4.75x15 st cat: 180550 lot: 498660. Mini tray std cocr +3 offset cat: 110031402 lot: 64634024. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.